Event description:
The patient's father reported that the patient missed her refill. The patient went through withdrawals. No patient symptoms were reported. The patient was in the hospital, but was doing better. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
See scanned pages).